Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup 58mm/50mm code p on (B)(6) 2012 on the right side. The patient was revised on (B)(6) 2014 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).